Event description:
During an endoscopic procedure to reposition a previously placed esophageal stent, the stent migrated to the pt's stomach. The lasso on the stent broke when trying to retrieve it with a rat tooth forceps. The stent was then retrieved with a snare. Both the stent and the lasso loop were retrieved. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The reported occurrence could not be confirmed as the esophageal stent involved in this report was not returned for evaluation. Due to a variety of conditions, such as pt anatomy and progression of disease state, the cause of the complaint cannot be conclusively determined. There were no devices of the lot number involved in this complaint in stock at the time the complaint was received. A review of the 2-year complaint history for this product family was conducted. This type of report represents as unusual occurrence. A full investigation could not be performed as the esophageal stent was not returned for evaluation. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the manufacturing records of the devices involved did not reveal any discrepancies. No corrective action warranted at this time, as the complaint was unable to be verified. A review of the 2-year history for this product family has been reviewed. This type of report represents as unusual occurrence.